Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not loading right. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind, basic occlusion, force sensor, and self tests; it failed prime/seating test. After further review, the motor sleeve was stuck to the motor slide. After pulling the motor slide out away from the motor sleeve, discovered insulin on the outside of the motor sleeve. Device was received with a broken off piece from the reservoir tube lip, a partially missing retainer ring, and a missing reservoir o-ring. Unable to perform the displacement and occlusion tests since a test p-cap is unable to lock in place properly due to the partially missing retainer.